Manufacturer narrative:
Complaint city: (B)(6). (B)(4). Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter. There was blood in the inflation lumen. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a 2.1cm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon with the inner shaft flattened. There were numerous kinks throughout the shaft. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-mar-2017. It was reported that crossing difficulties were encountered.   The 85% stenosed target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.